Manufacturer narrative:
No conlusion code available; final analysis found a burn marks on the main pcb.

Event description:
It was reported that the patient was unable to be power on the merlin.net transmitter. There were no reported adverse patient consequences related to the event.